Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. There was no known impact to the customer's blood glucose (bg) level. The customer reported that manual injections were being used for insulin therapy. Tandem technical support attempted to contact the customer multiple times to obtain more information; however, no response was received.